Event description:
A consumer reported that her husband had been using a vicks warm mist humidifier in conjunction with vicks vaposteam and vicks vapopads in the spring of 2020 while he was diagnosed with covid-19. She stated that her husband passed away due to complications related to covid-19 infection, and alleges that one of the doctors who had been treating him believes that the use of vaposteam may have contributed to his respiratory issues and decreased his chance of recovering. Kaz USA, inc. Has requested that the product be returned to our company for testing, but the woman stated that she had since gifted the humidifier to a family friend and was unsure whether she could get it back.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.